Event description:
It was reported to hp that the nurse noticed that the ECG leads were off the pt. After putting the leads back on the pt, no rhythm was picked up. No new alarm had been heard after the nursing staff had responded to an earlier asystole alarm. The pt expired.